Event description:
I began having daily headaches during 2008. I was diagnosed with hypothyroidism in 2008. The headaches, within a few months, turned into weekly migraines with nausea, light and sound sensitivity. Since then my health has declined into an autoimmune diagnosis (2017) of sjogrens syndrome and rheumatoid arthritis that keeps me from driving most days, leaving the house most days or functioning at any productive level within the home.